Manufacturer narrative:
The device was not returned as it was implanted in the patient. Based on the reported information, there was no reasonably suggestion that a malfunction or quality deficiency of the device occurred during the treatment procedure. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a patient condition related event. Linked with: 2029214-2018-00235. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received core lab data report: significant parent artery stenosis > 50% at 1 year and 2 year angiogram. In this case the patient was reported to be asymptomatic.